Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Additionally, it was reported that the cartridge was damaged at the pigtail, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 240 mg/dl.